Event description:
It was reported that the insulin pump sometimes was delivering too much insulin for a bolus, and they give half of what is recommended. The father called back and stated having issues with the bolus wizard calculations. The caller stated that the meter was sending readings higher than what the meter reads. Advised the father to call back once they have the meter if issues continue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.